Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that caller is wondering if lv captures occuring based on presenting. Technical services discussed worth bringing patient in to evaluate. The physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).